Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed closed and would not open once it was closed to go down the port. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.